Event description:
The following was reported to arjohuntleigh by the nurse: on (B)(6) 2014, there was an audible fetal scalp electrode (fse) monitor showing a fetal heart rate (fhr) of 150 beats per minute (bpm). The monitor's screen was showing the fhr as 50 bpm. The nurse reported that subsequently a cesarean section (c-section) may have been performed based on the data observed from the monitor's screen rather than the audible fhr. To date there are no available details as to the outcome of the event regarding the mother of infant's condition. On (B)(6) 2014, the nurse reviewed documentation of the event and spoke with the staff at the facility. The nurse reported that from information obtained during the discussion, it appeared that there was confusion surrounding the recording of the fhr as well as the mode of transmission (fse versus an abdominal transducer). The documentation reviewed indicated the fhr was audible at a rate of 120-130 bpm, however, the fhr recorded from the fse was 50 bpm which would be considered bradycardic. If additional information becomes available a supplemental report will be filed at that time.

Manufacturer narrative:
(B)(4).